Manufacturer narrative:
One 25 gauge vitrectomy cutter was rec'd without the tip protector. Visual examination found the needle was bent approximately 20 degrees. The prot window was in the opened position and there was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The aspiration line had separated or had been removed from the aspiration barb on the back cap. The aspiration line was reattached and a functional test was performed using a stellaris pc system. During testing the inner needle did not always reach the cutting edge causing intermittent or incomplete cutting. The sterilization and lot history records of this device were reviewed and found to be acceptable.

Event description:
A report was rec'd from a user facility in the USA stating the vitrectomy cutter had inadequate cutting action during the procedure. A replacement cutter was used to complete the procedure. There was not serious injury or report of permanent impairment related to the event.